Event description:
Fibrous femoral and tibial component ingrowth occurred without bone ingrowth. Persistent fusion and knee pain caused concern. X-rays were reviewed by two drs and replacement of the femur, tibial tray, and tibial insert was completed in 2006.